Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation, the ventricular lead exhibited noise. The device was reprogrammed and the patient was scheduled for a follow-up in three months.